Event description:
During implant, noise and oversensing was noted. A new device was used and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The reported field event of noise was confirmed in the lab. During sensing tests, noise was present on all sensing channels in the device. Analysis found the cause of the noise was due an unstable vref_adc signal, which was in turn caused by a c10 capacitor connection failure.